Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device noted that the yoke and the clip assembly were not returned with the device. It was noticed that there were kinks in the proximal, middle and distal section of the catheter. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped onto tissue but when attempted to release, the clip got broken from its rear junction. Reportedly, the clip was then retrieved with a forceps. It was also noted that the clip was difficult to open. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.